Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 13-aug-2019 stating that pentax medical ultrasound video gastroscope, model eg-3870utk, serial number (B)(4), was used on a patient prior to being properly cleaned. The gastroscope was only pre-cleaned rather than being properly disinfected by the customer. There were no known serious injuries to the patient reported, but the patient was having follow up with a gi physician for follow-up. The gastroscope was quarantined and returned to pentax medical for evaluation on 16-aug-2019. The gastroscope was inspected by pentax medical service on 20-aug-2019 and the following inspection findings were documented: bedside body cover disconnected, fluid invasion in umbilical light guide cable, fluid invasion in control body, fluid invasion in segment section, leak at side body cover, ultrasound connector cable dent/ crush, pve electrical connector frame has severe corrosion, control body mild corrosion inside, fluid invasion to insertion tube, ultrasound connector cable root brace (1) joint cut, eus cable short buckled at control body root brace, fluid invasion in pve connector, balloon socket cylinder rubber covering torn, eus cable single/ long buckled under us conn. Root brace. An additional evaluation performed on (B)(6) 2019 noted the following findings: fluid invasion in prism, fluid invasion in objective lens, image blurry or foggy, bending rubber cut, right/ left angle wire short, up/ down angle wires short, operation channel- primary slice by accessory. The gastroscope underwent repairs including the following components: linear ultrasound video gastroscope 3.8c, pcb for ccd k3a pb-free/ntsc, electricl connector assy, deflector washing socket cylinder, o-rings and seals, warning label, objective lens unit pb-free, objective cover lens, objective prism assy, operation channel, bending rubber, angle wire, ud pulley assy, rl pulley assy. This is the first time pentax medical ultrasound video gastroscope, model eg-3870utk, serial number (B)(4), has been returned to the pentax medical facility for service since the device was put into service on 14-jul-2017. The gastroscope is currently awaiting qc final approval and organic sampling as of 12-sep-2019.